Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage occurred, affecting the dosage of drugs, increasing the chance of infection, and leakage is found when flushing the tube.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage occurred, affecting the dosage of drugs, increasing the chance of infection, and leakage is found when flushing the tube.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage occurred, affecting the dosage of drugs, increasing the chance of infection, and leakage is found when flushing the tube.

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.